Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a coronary artery stenting procedure, stent damage was discovered. The lesion being treated is unknown. The physician was prepping the device for use when it was discovered the stent strut was kinked. The procedure was completed with another of the same device. There were no reported complications.

Event description:
It was reported that prior to a coronary artery stenting procedure, stent damage was discovered. The lesion being treated is unknown. The physician was prepping the device for use when it was discovered the stent strut was kinked. The procedure was completed with another of the same device. There were no reported complications.

Manufacturer narrative:
Device evaluated by manufacturer: the taxus liberte device was returned for product analysis. The stent delivery system device was received in two pieces. Hypotube was broken approximately 20 inches from proximal edge of manifold. Further microscopic and tactile inspection revealed a shaft kink just above the proximal weld. The balloon was tightly folded and the stent was located between the markerbands. Microscopic examination of the stent did not reveal any damage microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing records related to the batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).